Event description:
It has been reported to the company that during the procedure while manipulating the catheter in the heart, the curve became stuck and fractured. It took approximately one hour to remove the catheter from the pt. There was no injury to the pt and the device is being returned for the company's eval.